Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number ¿ (B)(4) for product code pah. Please see attached spreadsheet for the bimonthly submission due (B)(6) 2014. Submissions for product codes otn and otp can be found under manufacturer reports numbers 3005099803-2014-04044 and 3005099803-2014-04042.